Manufacturer narrative:
The field service engineer went onsite to test the device but unable to since the device was in use onsite. Spacelabs has made multiple request for additional information about the reported event. The customer historical data has not been provided for continued investigation. Due to the lack of information, no further investigation is possible. This record will be re-opened if additional information becomes available. This report is complete, and this particular issue is considered to be closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Failure to alarm - biomed reports we had an issue in 5 south with a bed that did not alarm for vtach.